Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with a seizure related to a hypoglycemic event. The patient's blood glucose levels dropped to 58 mg/dl while wearing the pod between 4 and 24 hours.. Mother stated that the paramedics removed the pod on the way to the hospital around 7pm. Mother stated when they removed it, they peeled back the adhesive backing on the pod and looked at the reservoir. Mother stated that they think that the pod "dumped" insulin in her because the "reservoir looked empty." The patient's mother saved the pod and will return for investigation. The patient was treated with IV fluids (sugar drip) and gave her food and juice. She stated they monitored her closely and did two neurological tests. The patient was released shortly after midnight the following day.